Event description:
When trying to advance a turnpike spiral through a very calcified lesion, the tip broke off, and got stuck in the lesion on the wire. The result was that nothing could pass over the wire. They could not advance anything over a parallel wire. This could of course was due to the lesion itself, but the broken tip did not make it easier. The wire itself was stuck because the rubber from the tip caused it to be jammed in the lesion. We managed to pull it out, put using considerable force. The case was successfully completed with a different microcatheter.

Manufacturer narrative:
Turnpike spiral catheter was returned to vsi for evaluation. The catheter showed signs of biological contamination.. The point of separation at the distal tip of the catheter along with the tungsten section stuck in the coils of the guidewire. The distal section of the catheter was severely damaged and fragments of the tungsten tip separated and were caught on the guidewire. The distal nylon coil was intact. The event description along with the returned product evaluation provided sufficient evidence to determine the most likely root cause. The distal section of the catheter was severely damaged and fragments of the tungsten tip separated and were caught on the guidewire. The distal tip was twisted and the ptfe inner layer was exposed. The most likely root cause was clinician misuse. The traveler was reviewed. There are no nonconformances related to this lot.